Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During preparation, when taken out of the box, it was noticed that the bands were already overlapped and did not deploy. After it was removed from the scope, multiple bands prematurely deployed even if it was not maneuvered. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6). (B)(4).